Event description:
It was reported that pump experienced malfunction while customer was changing cartridge, and display showed malfunction code that indicated pump issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided instructions to reset pump, assisted with successful reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction returned.